Manufacturer narrative:
Patient city: (B)(6). Patient country: mexico initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in mexico. It was reported that on (B)(6) 2024 the patient experienced issue with two infusion sets were fell off during use. The infusion set was used for one day. No further information available.